Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 1/19/98. On 1/21/98 after iabp for about 60 hrs, blood was noted in the balloon catheter and extender tubing. The iab was removed and a second was inserted. [Event complications]: unk-reported 2/13/98; none-reported 2/19/98. [Pt's current status]: unk-rpt'd 2/13/98.